Manufacturer narrative:
Summary of evaluation post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the reload displayed a full complement of staples and the interlock was engaged. The single use loading unit was reset and loading it into a test unit. The instrument and single use loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, as the handle was squeezed, the clip did not come out. A surgical mechanism error had occurred and there was no seal. They finished after replacing other instruments. There was no patient injury.